Event description:
It was reported that, during a surgery, the reported device did not combine a retractor.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned light pipe showed signs of use. The distal tabs for the light pipe are slightly bent, confirming th reported event. Functional inspection: the returned light pipe was not able to assemble successfully with the sample narrow hohmann (catalog # 1440-1130s lot# tabl215) due to the distal tabs being bent. Dimensional inspection: not performed based on the results of the functional inspection. There is no indication the event was related to dimensions of the device. Examination of the returned device determined that it was damaged. A functional test using a sample narrow homann retractor found that the light pipe could not be easily assembled due to the tabs being bent. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a surgery, the reported device did not combine a retractor.